Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and mild diabetic ketoacidosis in the month of (B)(6) 2020. The customer¿s blood glucose level was 550 mg/dl at time of incident. Another blood glucose level was 350 mg/dl. Customer stated that infusion set had bent cannula she had inserted the infusion set before she had gone to bed. She woke at 5 am vomiting and her blood glucose value was 550 mg/dl and she could not get it below 350 mg/dl. Customer stated that one of her serter buttons did not come out. Customer went to emergency room treated with intravenous. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.